Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip (B)(4).

Event description:
Consumer reported complaint for erratic accompanied by symptoms. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer did report symptom of feeling lethargic. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic accompanied by symptoms. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer did report symptom of feeling lethargic. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).